Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device started alarming when placed on the ground during a call. The device powered off and would not come back on. As the helicopter crew were preparing to off-load a patient from the aircraft, the monitor gave an unusual audible alarm tone. By the time the clinician was able to determine where the alarm was coming from, they caught a very quick glimpse of a triangle (yellow, caution type if I remember correctly) on the screen with a message that they were unable to read in time before the monitor suddenly and spontaneously shut off. The screen went completely black and would not respond to powering on manual or AED mode. The monitor was running on battery power, and the battery was confirmed fully charged. A red ¿x¿ also appeared in the corner. The selector knob remained in the ¿on¿ position when this occurred. After the transport, they disconnected the a & b batteries in the back of the monitor completely, and then re-seated everything back into place. At that time, the power came on and the red x disappeared. The involved patient, a (B)(6) female, was being monitored by the device. The patient, who was pregnant and in labor, was transported via helicopter and had arrived at their destination at bayfront health port charlotte hospital in port charlotte, fl. The patient was awake, alert, and oriented with stable vital signs. At the point the device powered off, there was no other monitor used. The patient was stable and transferred from the helistop into the hospital with no monitor attached. The monitor failure did not affect patient outcome as reported .

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. Failure was localized to compressed/damaged j2 pin 3.